Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, the atrial lead exhibited noise that was oversensed by the device and led to pacing inhibition. The physician suspected that there may be lead abrasion. No intervention was performed. The patient was in stable condition.